Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, "with insulin vial upright, insert needle into vial. Inject air from syringe into vial. Maintain pressure on syringe plunger. With needle still inserted into vial, turn vial and syringe upside down. Release syringe plunger. Insulin will begin to flow from the vial into the syringe. Slowly pull back the plunger to the desired amount of insulin.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 130 mg/dl. Reportedly, customer was using insulin pens to fill the cartridge. The cartridge was reloaded, resolving the issue.